Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a defect was observed on the intraocular lens (iol) upon insertion in the patient¿s left eye. Account indicated that the iol was removed and replaced in the same procedure. The replacement iol was of the same model and diopter power. No patient injury was noted and no medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: 7/8/2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection of the returned device under magnification revealed that the complaint lens was received crushed inside of the lens module and cut in half (one half missing). The lens was cleaned and, no lens damage could be identified. However, the haptic could be observed to be partially detached with the remaining portion of the haptic bent. Based on the return condition of the lens, no further product evaluation could be identified. The reported complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.